Event description:
The customer reported the system is displaying a charger failed error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. (B)(4).